Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Microscopic visual inspection found no irregularities. Laboratory analysis confirmed that the device recorded a code 1002. The high battery usage was confirmed upon analysis. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker recorded a code 1002 indicative of a battery usage higher than expected prior to implantation. Boston scientific technical services (ts) discussed faults, actions and recommended not to implant the device. The field representative will return the device. This pacemaker was never in service. No adverse patient effects were reported.